Manufacturer narrative:
The customer chose not to send the device for eval and repair. Therefore, we are unable to determine the root cause of the issue.

Event description:
During routine field service maintenance visit to the customer, the core micro drill overheated during testing. There was no pt involvement, and no adverse event associated with the device.